Manufacturer narrative:
This report is filed december 4, 2013.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device on the contralateral side during the same surgery